Event description:
It was reported via user report that a skin reaction occurred. According to the reporter, on approximately (B)(6) 2025, the patient experienced a skin reaction with induration on the needle puncture site, which occurred on an unspecified day after the sensor had been inserted (no information about the insertion site). No photo was provided. There was no documentation of examinations or laboratory test performed. No other details were documented. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).